Manufacturer narrative:
The investigation determined that higher than expected patient sample results and quality control results were obtained when processed using vitros ipth reagent lot 1190 on a vitros 5600 integrated system. The cause of the higher than expected vitros ipth results was user error. The user adjusted slope parameter was manually adjusted from 1.0 (default) to 2.0. The reason or cause for the slope being adjusted to 2.0 was not determined. All vitros ipth results were multiplied by 2.0 prior to being reported from the instrument. Since the user adjusted slope parameter for the vitros ipth calibration was reset to the default value of 1.0, patient and quality control results have been acceptable.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros intact pth (ipth) results obtained when patient and quality control samples were tested on a vitros 5600 integrated system. Patient 1, vitros ipth result of 7.52 pmol/l versus the expected result of 3.76 pmol/l patient 2, vitros ipth result of 7.85 pmol/l versus the expected result of 3.93 pmol/l patient 3, vitros ipth result of 25.07 pmol/l versus the expected result of 12.53 pmol/l patient 4, vitros ipth result of 8.46 pmol/l versus the expected result of 4.23 pmol/l patient 5, vitros ipth result of 10.41 pmol/l versus the expected result of 5.21 pmol/l patient 6, vitros ipth result of 11.96 pmol/l versus the expected result of 5.92 pmol/l vitros ipth control lot 0890 level 1, vitros ipth result of 5.07 pmol/l versus the pi mean result of 3.1 pmol/l vitros ipth control lot 0890 level 2, vitros ipth result of 15.11 pmol/l versus the pi mean result of 7.9 pmol/l vitros ipth control lot 0890 level 3, vitros ipth result of 85.89 pmol/l versus the pi mean result of 45.3 pmol/l vitros ipth control lot 0890 level 3, vitros ipth result of 98.13 pmol/l versus the pi mean result of 45.3 pmol/l vitros ipth control lot 0890 level 3, vitros ipth result of 85.58 pmol/l versus the pi mean result of 45.3 pmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth patient sample results were reported from the laboratory. It was determined that no treatment was altered, initiated or stopped for any of the patients. Repeat results from the customer site/another laboratory were deemed acceptable. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).